Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the power control/distribution assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) audio test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.